Event description:
A pt's meter had missing segments on the display. Half the display was not appearing. This issue was not resolved with troubleshooting. Pt was feeling weak, but there was no medical intervention or treatment given. No further info has been reported.